Manufacturer narrative:
Concomitant medical products: product ID: dtma1d4 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a low impedance warning triggered on the right ventricular (rv) pacing lead. The lead remains in use. No patient complications have been reported as a result of this event.